Event description:
Complainant alleged that the device displayed a "defib fault 108" message. Complainant did not indicate that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty safety relay on the hv module. Analysis of reports of this type has not identified an increase in trend.